Event description:
Discordant, falsely low results were obtained on an advia 2120 with single aspirate autosampler on one patient sample for the following parameters: hgb (hemoglobin), wbc (white blood cell), plt (platelet) and rbc (red blood cell). The discordant results were not reported to the physician. The sample was repeated and the results were as expected. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low hgb, wbc, plt or rbc results.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics inc. And a field service engineer was dispatched to the customer site. The field service engineer cleaned the shear face, replaced the reagent duckbill valves, replaced valve 75 on 11-way manifold and checked the red blood cell flowcell. The field service engineer then ran several precision runs and confirmed results using control material. The cause of the discordant falsely low hgb, wbc, plt and rbc results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.